Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted into the eye in normal fashion but once unrolled was determined to have defects around the periphery of the optical zone. Small cracks or scratches at random intervals in multiple places around the lens were noticed. The iol was removed in pieces from the eye in the initial implant procedure. Additional information has been requested, received and stated there was no patient harm and the iol was exchanged with other lens of same model and diopter during initial implant procedure.

Manufacturer narrative:
The product was not returned. The photo shows a computer monitor showing half of the lens being removed from the eye. What appears to be small cracks/nicks can be seen around the periphery of the lens optic. No determination can be made from the photo. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. Based on our observation of the attached photo, there are small cracks on the periphery of the lens. The account indicated the product was not available to evaluate. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The instructions for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).